Event description:
Device triggered eri on home monitoring. An interrogation shows 72 percent battery. The device remains implanted at this time.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2019 due to eri status. Should additional information become available, this file will be updated. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2019, two months after the device had been explanted. The device was implanted for 54 months and 23 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified damaged insulation, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, an increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis results it is assumed that the therapy functions of the ICD were entirely available while the device was implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as inspection of quality documents associated with manufacturing this particular device.the manufacturing process of this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during manufacturing. In a next step, the returned device data was inspected. During inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for the behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Therefore in order to exclude any potential harm to the patient, we would like to recommend device change out and return to biotronik for analysis. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.